Manufacturer narrative:
Product development event evaluation: the distal humerus plate and related screws received are part of the synthes variable angle lcp elbow system and intended for fixation of fractures of the distal humerus, olecranon and ulna in adults and adolescents in which the growth plates have fused. The returned plate and screws were inspected under magnification and the following was found to be evident: the wrong screw was selected for this plate and a second cortex screw was placed in the wrong hole was responsible for pull out of the remaining screws and subsequent migration of the plate. The screw and method of use for the plate implantation has resulted in this complaint and is not related to any design deficiency with this construct or any of its components. The components and construct are determined to be suitable for the intended use and the complaint invalid from a design perspective.

Event description:
It was reported on (B)(6), 2013 a female patient had surgery on her distal humerus to implant a plate. On (B)(6), 2013 the patient was lying in bed and rolled over and heard a popping sound. On (B)(6), 2013 the patient went to visit the doctor complaining about the problem. The doctor took x-rays and discovered that an unspecified number of screws had backed out and the plate was off the bone and one of the screw heads had broken off of the distal portion of 2.7 mm locking screws. The revision surgery was successful. This is 4 of 6 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device info: one screw was submitted on the initial medwatch report. A total of 5 unknown screws were received for investigation. An investigation was performed to determine the part numbers of the unknown screws and the screws are believed to be 02.211.018, 02.211.024, 02.206.020, 02.206.020, and 02.118.524. Synthes is unable to determine which part number potentially contributed to the complaint event; therefore, all part numbers are being reported. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.